Event description:
It was reported that during a left mandible at the user facility the micro reciprocating saw was overheating. The procedure was completed successfully using backup equipment without a clinically significant delay. Following the procedure it was discovered that the patient had a penny sized burn on the left cheek as well as a burn on a small area of the left upper lip. Vaseline was immediately applied to the burns. No other medical intervention or adverse consequences were reported.

Manufacturer narrative:
Device not returned to manufacturer for investigation.